Event description:
It was reported that the screw stripped and broke while inserting. It was replaced with an 8 x 28mm and inserted successfully. Some fragments still remain in patient. Acl surgery.

Event description:
It was reported to distributor of said lift, by FDA maude reporting system; per FDA, they received this report by health provider [(B)(6)] that a pt was being transferred with the voyager lift from his bed to a w/c and was directly over the chair when one of the supports of the ceiling lift slid out of position and pt fell to the floor. Pt was a quadriplegic and wearing a halo brace at the time. At present time, pt is doing well. Although pt still has no feeling below the waist and has limited use of his hands [due to his already condition of being a quadriplegic which was a result of falling off roof] he has returned to his job as a school teacher. Per manufacturer installation and instruction manual as well as video sent out with the product, the end user [or service that installed unit] installed the device incorrectly which caused the event. The manufacturer states in their manual and video "that easytrack ceiling lift cannot be used with any type of suspended ceiling, including suspended drywall, acoustic tile, etc. That is it must be installed to a rigid ceiling, must have a framework above it.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed that approximately 0.137" of the screw's distal tip had been broken-off. Good ductility is evident in the damaged and deformed areas of the screw with no evidence of internal cracking or brittleness. Device history record revealed nothing relevant to this event. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging, improper bone preparation or flexing the joint during insertion. Per product directions for use, it is important to completely seat the screwdriver to prevent potential screw fracture during insertion and to prepare the screw entrance insertion point using either the tap, dilator, or notcher. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging, improper bone preparation or flexing the joint during insertion. Per product directions for use, it is important to completely seat the screwdriver to prevent potential screw fracture during insertion and to prepare the screw entrance insertion point using either the tap, dilator, or notcher. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device not yet returned.